Event description:
Device 2 of 3. Reference MFR. Report #: 1627487-2013-05254 and 05256. It was reported, the patient's scs system no longer performed as intended. It was also reported, the patient experienced tingling in the desired locations. As a result, the patient's scs system was explanted. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.